Manufacturer narrative:
Iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. H6: health effect clinical code 4581: significant reduction irido-corneal angles; shallowing of the ac. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, elevated iop, significant reduction irido-corneal angles and shallowing of the ac. The lens remains implanted. Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.